Manufacturer narrative:
Additional information: b5- the lens remains implanted and the problem was resolved. Status of the eye: "lens remains in the eye, surgeon plans continued monitoring". Additional information provided: "patient is happy". Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -3.5/2.0/175 was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)